Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the central station "hung". The device was in use at the time of the alleged event and there was no patient incident.